Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient developed itching, burning, rash, pimples, and bumps under the sensor patch. On the same day, the patient consulted his family physician who recommended an unspecified oral antihistamine medication, and he started the treatment the next day. The patient did not specify if the allergy medication was over the counter or prescription strength. At the time of the report, the skin reaction site had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).